Event description:
It was reported that an implant was removed approx two months after placement, due to the occurrence of paresthesia. The pt was reported as still feeling pain in the lower lip with no tendencies for improvement approx one year following removal.

Manufacturer narrative:
Because surgical intervention was required and because the pt is still experiencing symptoms, this event meets the criteria for reportability.